Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that an impella cp stopped alarm occurred with rapid spike in motor current. Attempts were made to restart the pump multiple times without success. Systemic heparin was held for supratherapeutic act and heparin 50 u/ml remained in purge. The pump was ultimately replaced as patient became unstable off support. The physician replacing the pump noted a large clot stuck on pump inlet.

Manufacturer narrative:
The investigation into the pump stop and the thrombus issues has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visually inspected and biomaterial observed in the inlet, pigtail of the pump. The cause of the pump stop was due to bearing wear failure within design life per field investigation and data log review. However, the cause of the thrombus issue was not determined as the necessary clinical information was not provided.